Event description:
The customer contacted stryker to report that their device did not complete the boot up cycle. As a result, the device may be unable to fully power on to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a faulty system pcb and power pcb. The device was unable to be repaired due to part obsolescence and was returned to the customer to be scrapped.